Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/lower pelvic pain (right side sometimes more severe)") in a 45-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, blood pressure high and pap smear. Concomitant products included amlodipine. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced headache ("headache"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and migraine ("migraine"). In 2014, the patient experienced gastritis ("gastrointestinal or digestive system condition type: severe problems with inflammation/stomach inflammation"). In 2015, the patient experienced dysmenorrhoea ("severe abdominal pain during menstruation/ dysmenorrhea (cramping)"), fatigue ("fatigue"), nausea ("nausea") and weight increased ("weight gain"). In 2016, the patient experienced dyspareunia ("pain with intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced depression ("hormonal changes describe: depression") and mood swings ("hormonal changes describe: mood swings"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), rash ("rashes"), weight fluctuation ("weight fluctuations"), dysgeusia ("periodic metallic taste in her mouth"), abdominal pain lower ("cramping"), abdominal pain ("belly button area pain"), abdominal pain upper ("upper stomach pain") and abdominal distension ("swelling in my upper stomach/ bloating/stomach extending out so/stomach look like she was 6 months pregnant"). The patient was treated with surgery (total hysterectomy, bilateral linear salpingectomy with removal of the essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and abdominal pain upper was resolving and the dysmenorrhoea, back pain, dyspareunia, rash, fatigue, headache, weight fluctuation, dysgeusia, abdominal pain lower, depression, mood swings, urinary tract infection, nausea, weight increased, gastritis, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastritis, headache, migraine, mood swings, nausea, pelvic pain, rash, urinary tract infection, weight fluctuation and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Endoscopy - in 2016: negative. Hysterosalpingogram - in 2007: total bilateral occlusion hsg test. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was added. Events were clubbed with previously reported events. Events: hormonal changes describe: depression,mood swings, infection (bladder/ urinary tract/vaginal) type: urinary tract infection, nausea, weight gain, gastrointestinal or digestive system condition type: severe problems with inflammation/stomach inflammation, migraine, belly button area pain, upper stomach pain, swelling in my upper stomach/ bloating were newly added. Outcome of pelvic pain, belly button pain, upper stomach pain were updated from "unknown" to "recovering/resolving". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal pain during menstruation"), back pain ("severe back pain"), dyspareunia ("pain with intercourse"), rash ("rashes"), fatigue ("fatigue"), headache ("headache"), weight fluctuation ("weight fluctuations"), dysgeusia ("periodic metallic taste in her mouth") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy, bilateral linear salpingectomy with removal of the essure on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, dyspareunia, rash, fatigue, headache, weight fluctuation, dysgeusia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, pelvic pain, rash and weight fluctuation to be related to essure (ess205). Diagnostic results: hsg test. Further company follow-up with the lawyer or lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.